Manufacturer narrative:
The lot numbers for the thirteen malfunctions are unknown, therefore a manufacturing review could not be conducted. Neither the devices nor medical records have not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model unk eclipse vena cava filter allegedly were difficult to remove. This information was received from one source. The thirteen malfunctions involved thirteen patients with no patient consequences. The ages, weights, and genders of the patients were not provided.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model unk eclipse vena cava filter allegedly were difficult to remove. This information was received from one source. The thirteen malfunctions involved thirteen patients with no patient consequences. The ages, weights, and genders of the patients were not provided.

Manufacturer narrative:
H10: the lot numbers for the thirteen malfunctions are unknown, therefore a manufacturing review could not be conducted. Neither the devices nor medical records have not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Wande b. Pratt, harleen k. Sandhu, samuel s. Leake, ida jamshidy, cristina n. Sola and rana o. Afifi, et al (2020). Asymptomatic patients with unsuccessful percutaneous inferior vena cava filter retrieval rarely develop complications despite strut penetrations through the caval wall. J vasc surg venous lymphat disord, 8(1):54-61. Doi: 10.1016/j.jvsv.2019.03.017. H10: g3. H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.